Manufacturer narrative:
New information. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-04-06, the customer reported to medtronic new information stating that after discussion with the doctors, the customer realized they had mistaken the vygon manufacturer brand tube used in this report for a medtronic tube. There was no medtronic device used during the reported incident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device had pilot line issue. It was reported that it had physical damage and was difficult to insert during the first attempt. It was also reported that the nasotracheal intubation had a failure at m2 in right nostril nevertheless intubation succeeded at m4 in the same nostril. The customer indicated that patient had brain damage and unilateral right brain lesions associated with this event.